Event description:
Information was received from a consumer (con) regarding a patient receiving clonidine, bupivacaine, and morphine all of an unknown concentration and dose via an implantable infusion pump for radiculopathy and spinal pain. It was reported that in (B)(6) 2013 the patient have the pump moved. The doctor moved the pump because the pump was in a bad spot. The pump was moved from waistline to hip. No symptoms were reported and no further complications were expected or anticipated.